Manufacturer narrative:
Evaluation confirmed that one jaw has broken completely off the distal end of the instrument. The instrument has a date code of uv((B)(6)); it has been in use for approximately 2 years and 9 months. A possible cause for breakage is stress overload, but we cannot confirm.

Event description:
Allegedly, during a bilateral laparoscopic hysterectomy procedure the doctor noted that a jaw broke off the distal end of the instrument and fell into the patient. The instrument was immediately replaced and the broken piece was removed. The procedure was completed. The hospital reported there was no injury to patient.